Event description:
It was reported the monitors would flicker turn off. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps3 was evaluated and replaced. The system was tested and found to be working as intended and returned to service.